Manufacturer narrative:
The returned device was evaluated and the investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. The exposed portion of the soft cannula was observed to be stretched and flattened. The timing and cause of the observed cannula damage could not be determined. The observed damage is independent of the reported event. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone17.4 cgm sensor type: g6.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pods adhesive failed to adhere. As treatment, the patient applied a new pod.